Event description:
It was reported to nova biomedical that a consumer's blood glucose meter reading was 20mg/dl different from a laboratory result. No actual blood glucose readings were given. A new glucose meter was sent to the consumer.

Manufacturer narrative:
Nova biomedical awaiting the return of the device for testing. If any significant findings are a result of that evaluation, a follow-up report will be filed.